Manufacturer narrative:
(B)(4) batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Did the patient undergo preoperative radiation or chemo therapy? What was the pathological diagnosis of patient? What was the color cartridge and product code used? Can it be confirmed that the retaining cap remained in place during loading? Was the device difficult to close? Were any of the firing strokes able to be completed? Did the device cut or staple at all? How was the device removed? What is the current patient status?

Event description:
During the surgery, when the doctor placed the stapler with the recharge on the patient's lung and made the shot, the stapling did not occur. The device locked. Another stapler was ordered, the same thing happened, and the surgery was converted to open.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: n5722e. Investigation summary: the analysis results found that one ec45a device (b) was returned with the anvil bent upwards and with an ecr45g reload not loaded on the device. The reload was received partially fired 1/2. Furthermore the anvil knife slot was noted to be damaged and the knife was noted buckled. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and identified a defect/ issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.